Manufacturer narrative:
Two (2) photos were provided and reviewed as part of the device analysis. Photo one showed a hotline warming set next to its original packaging label; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two showed a close-up of the distal end where a fluid leak was observed in the hl swivel return connector and the 3-lumen tube join. One product was received with its original packaging, in used condition, and decontaminated inside a zip-lock bag. The product was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination and was observed to present delamination in the distal end hl swivel return connector and 3 lumen tube join. To verify if leakage can be confirmed, which can be caused by a lack of solvent detected previously in visual inspection, a leak test was performed. The product failed the leak test confirming the complaint. Based on the analysis on the returned product, and review of the mitigations during the manufacturing process, the root cause was lack of solvent caused improper following of procedures. A device history record (DHR) review was not performed as the lot number is unknown. Awareness notification was made to production personnel to explain the importance of adhering to, and following, procedure.

Event description:
It was reported that while in use, leakage of medical fluid from the connection parts was observed. No patient injury.

Manufacturer narrative:
B3: date of event; d4: lot number, expiration date, and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.